Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure to treat target lesions in the mid right coronary artery and in the proximal circumflex artery. Pre-dilatation of the circumflex (cx) artery was performed using a 2.5 x 12 mm trek dilatation catheter and a 3.0 x 8 mm nc trek dilatation catheter. During pre-dilatation of the cx, a dissection occurred; however, it is not known which device caused the dissection. A 3.5 x 12 mm xience alpine stent was deployed to treat the dissection. The event resolved the day of onset. No additional information was provided.

Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: (B)(6) 2015 (21:33): ck-mb=2.1 ng/ml, normal upper limit 3.6; (B)(6) 2015: ck=92 u/l, normal upper limit 308; (B)(6) 2015: ck-mb=2.4 ng/ml, normal upper limit 3.6. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the nc trek rx instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.